Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a failed battery test alarm after four battery changes and after receiving a low battery limit alarm. Customer's blood glucose was unknown. During troubleshooting, customer was not able to clean contact with alcohol due to not being at home. Customer put another battery in and insulin pump worked. Customer was advised to still clean battery cap with alcohol to assure that issue was resolved. Customer declined high blood glucose troubleshooting.